Manufacturer narrative:
Additional information: concomitant medical products and device evaluated by MFR plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that after initiating a patient¿s hemodialysis treatment, the end cap of the venous end appeared to fill up. A cherry color blood was observed, treatment was paused, and the system was removed. There were no alarms from the fresenius 2008t machine as the leak was external. The nurse stated that the dialyzer end did not ¿look right¿. Upon follow up, the nurse confirmed that a blood leak occurred from the end of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. Blood strips were not used as the leak was visually observed. The complaint device was reported to be available to be returned to the manufacturer for evaluation.